Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Event date is approximate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had a loss of therapy. The patient was calling from the hospital and said the hospital stay was not related to the device. They noted that their back had been bothering them. The patient stated that therapy worked for the first year, but after that it slowly but surely stopped working at all. The patient stated they wanted to get the device out, their leads were moving, and they were in a lot of pain. No further complications were reported.